Event description:
Country of complaint: (B)(6). During a mac 2 operation, the thread of the wire broke off. The wire could be removed without any difficulty; however, the thread could not be found. On the x-ray, which was made afterwards, the thread was seen, but the doctor decided to leave it in the patient.

Manufacturer narrative:
Us agent notified 05/01/2013. Evaluation: the hardness has been measured (qmk) - hard was found to be according to the specification. The material has also been analyzed - material composition was found to be according to the specifications. The wire shows a torsion fracture (shown under microscope). No indication for material or product failures. We assume that the breakage was caused due to an overload of torsion moment. No death or serious deterioration in state of health occurred. The event is based on an act / omission of act, that has a different result to that intended.